Manufacturer narrative:
Brand name - the correct brand name is unknown. Common device - the correct common device is unknown. Catalog number - the correct catalog number is unknown.

Event description:
A customer reported a chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. It is unknown at this time what type of chemical indicator was involved. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
Describe event or problem - the customer confirmed a sterrad® chemical indicator strip was involved in this issue. Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 236511-04. Expiration date - the correct expiration date is 02/28/2017. Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the certificate of conformance (c of c), trending of lot number and system risk analysis (sra). Per the supplier, no anomalies were observed in the c of c that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 09/17/2015 to 03/15/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The cause could not be determined. It is unlikely that the issue was with the ci strip as the customer reported that the storage and procedural IFU was followed and supplier's c of c shows that all specifications were met. The ci strip was not available for return so any visual or functional analysis could not be performed. The fse went on site and replaced several parts within the unit which restored the unit; however, it is unclear whether that was the cause of the issue as the parts were not available for return and the cycle did not cancel. The issue will continue to be tracked and trended.